Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mildly tortuous, 90% stenosed, mid right coronary artery. A 3.5x12 mm nc trek was used for pre-dilatation at 12 atmospheres for 30 seconds and the device was removed from anatomy. No resistance was felt at all during advancement or retraction of the balloon catheter with the anatomy. The shaft of the balloon catheter separated about 3 cm distal to the hub when the balloon catheter was being coiled to be soaked in the steel tray with water. A new 3.5x12 mm nc trek was used to continue the procedure, after which a 3.5x15 mm xience xpedition stent was implanted in the lesion and post-dilatation was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.